Event description:
The complaint was reported as: the customer alleges that when the device is connected to the pt to begin therapy; the connector breaks where the cannula binds with the nebulizer. No report of pt injury.

Manufacturer narrative:
A visual, dimensional, and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) for the reported lot number (02j1200870) was reviewed. No non-conformance reports were originated for the reported lot number that can be associated to the complaint reported. The customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation, it is necessary to evaluate the sample involved in the incident. However, current production was verified to identify any issue that can lead to the reported defect and no issues were found. If the defective sample becomes available, this investigation will be updated with the eval results.